Manufacturer narrative:
A ge rep evaluated the system and repaired it. The system operates as intended.

Event description:
The customer reported intermittent failure of the joystick and motorized movement. No pt injury was reported.